Manufacturer narrative:
Correction information was provided in d.4. Additional information was provided in b.2., b.5., h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a (malfunction). The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that there was no patent contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of intraocular lens folded wrong. Additional information has been requested. There are two medical device reports associated with this report. This is 2 of 2.